Event description:
The director of pharmacy for the facility reported the compounder was to deliver 98ml of sterile water into empty bag. The bag was taken to a hood where saline was added to make a concentration of "half normal saline" to be infused to a 1400 pm. Patient through an umbilical catheter to keep the line patent. The patient subsequently experienced an evaluation in blood sugar, reported as 300mg/dl at noon in 2004, the patient was reported to recover without medical intervention other than discontinuing the umbilical arterial line fluid. The facility reported that later in the day, the patient blood sugar was reported to be 100mg/dl. The neonatogist reported that the patient did not require medical intervention and did not experience any adverse effects.